Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to pfc femur because of fracture.

Event description:
The patient underwent a total revision of the right knee due to pain, swelling, femoral component implant fracture, femoral component loosening at the cement to implant interface, and insert wear. The cement used during the primary surgery was a competitor product.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.